Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterilization method: sterile, sterilized by gamma radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series is composed of tube body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: tube body ¿ natural latex. Inflation cone interface ¿ natural latex. Deflation cone interface ¿ natural latex. Flushing cone interface ¿ natural latex. Balloon ¿ natural latex. Valve ¿ polypropylene. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Cautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having petroleum base. They will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Cautions: federal (USA) law restricts this device to sale by or on the order of a physician." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the patient underwent percutaneous nephrolithotomy on (B)(6), a nephrostomy tube and a urinary foley catheter were left in place to drain residual stones and provide support. From (B)(6), the drainage was unobstructed and fixed, so the fluid was normal. On (B)(6), the patient suddenly felt severe pain at the catheter insertion site. The urinary catheter balloon was ruptured, so the catheter was pulled out immediately, discharging a large amount of blood. The doctor immediately organized hemostasis treatment in the operating room, and the catheter was replaced and reinserted after the patient's condition stabilized.